Event description:
Caller reported a cartridge alarm while insulin was being pumped. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in attempting to load a new cartridge using the proper technique, but the caller was unable to resume insulin therapy due to receiving a minimum fill notification. The customer was advised to contact technical support again if the cartridge alarm reoccurs with a new cartridge, which the customer understood and acknowledged.